Event description:
A 7cm stricture was identified in the bile duct. The endoscope was advanced into the duodenum and was in a curved/flexed position. A wire guide was advanced through the stricture without encountering resistance. An attempt to advance a biliary stent system through the stricture was attempted, but not successful. The biliary stent system was removed and the physician dilated the stricture. The same biliary stent system was advanced into the biliary duct again. Several attempts to advance the biliary stent system were made but were unsuccessful. The biliary stent system was removed and the wire guide was left in place. A cook endoscopy fusion zilver biliary stent system was advanced over the wire guide and into the biliary duct to the beginning of the stricture. An attempt to advance the tip of the biliary stent system through the stricture was attempted, but was not successful. The tip folded backwards when the physician attempted advancement through the stricture. After several attempts, the biliary stent system advanced through the stricture. The stent deployed without difficulty. Once the stent was deployed and removal of the introduction system from the deployed stent was made, but to no available. While attempting to free the introduction system from the stent, the physician noticed the stent began to move from the area of placement. The physician continued moving the introduction system in an attempt to free it from the stent. This caused the stent to break into two segments. One stent segment remained inside the stricture and the other stent segment remained attached to the introduction system. The introduction system and broken portion of the stent were removed from the patient simultaneously. Another stent was placed through the broken stent to completely bridge the stricture. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: the broken segment of the stent is mangled and has folded towards the distal end of the introduction system. This segment of the stent remains attached to the introduction system near the proximal end of the introduction system tip and distal end of the outer sheath. The outer sheath is damaged approximately 5mm from the distal end. The condition of the introduction system and broken stent segment suggests excessive pressure had been applied during use. One sealed device from the same lot was returned from the finished goods inventory as part of the investigation. The stent introduction system was advanced through an endoscope in a simulated biliary position. The stent deployed without difficulty and the introduction system was removed through the stent without difficulty. Stent breakage or movement did not occur. The stent and introduction system functioned properly during our laboratory analysis. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: the information provided indicated severe resistance was encountered when attempting to advance the biliary stent system into place inside the strictured area. This is the most likely cause for the reported event. The instructions for use caution the user not to place the stent if the stent cannot advance through the obstructed area. Resistance during introduction system removal can occur if the stent is placed in a severe stricture. If excessive pressure is applied in response to the resistance, stent breakage and/or introduction system damage can occur. The instructions for use for the fusion zilver biliary stent system contain the following caution: "the stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered to be a permanent implant." Prior to distribution, all zilver metal biliary stent introduction systems are subjected to a visual and functional test to ensure device integrity. A review of the device history record for this lot number confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. No further action warranted at this time because the information provided indicated the product was used in contradiction with the instructions for use. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.